Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32177. It was reported a cerebrospinal fluid (csf) leak may have occurred during patient's trial procedure on (B)(6) 2020. Patient was instructed to lay flat and no side effects were reported. Thereafter, the patient was discharged. Later, the patient was admitted to the hospital on (B)(6) 2020 due to pain from base of neck to shoulder blades. CT imaging confirmed the patient was neurologically intact. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the leads were explanted to address the issue. Reportedly, all symptoms have resolved.